Manufacturer narrative:
The customer did not request service. The customer may be purchasing a new system. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during set up. The system was rebooted several times, but the system message would not clear. Three cases were canceled. No patient injury was reported.